Event description:
It was reported that during a pancreatectomy the surgeon used the way of pancreas resection; clipping the pancreas body and cutting and then moved forward. In the sequence, he squeezed the trigger but the clip didn't become flat and didn't hold the pancreas and vessels and just did fall out the clip's original figure from the jaw. It is unknown how case was completed. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the first clip as intended; the next clip was removed in order to measure jaw width; the jaw was found to be in a yielded condition. However, the remaining clips were properly fed and formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.